Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2014. During the procedure, the handpieces were not cutting as fast as they should have. Another like device was used to complete the procedure with no adverse patient consequences.